Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) therapy exhausted after delivering multiple shocks to treat an episode of short runs of ventricular tachycardia (vt). Several of the shocks were committed due to meeting redetection after a previous shock was diverted. Boston scientific technical services (ts) suggested reprogramming the therapy zones to optimize the therapy. The crt-d remains in service. No adverse patient effects were reported.